Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed on an electrocardiogram. Technical services indicated the lead appears compromised. Programming changes were made. Patient condition was deteriorating due to issues unrelated to the lead.